Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. During the extraction of the bag, the surgeon pulled on the wires of the bag which broke and then below the zip but the wire broke finally he pulled on the bag which tore. Patient status: ni. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag, cord loop, and guide bead. As a result, the complainant's experience of a broken cord and fragmented tissue bag could not be confirmed. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: left nephro ureterectomy. During the extraction of the bag, the surgeon pulled on the wires of the bag which broke and then below the zip but the wire broke finally he pulled on the bag which tore. Additional information provided by applied medical representative (B)(6) 2016: the procedure was a left nephro ureterectomy. The patient is ok. The device is available at the pharmacy. The specimen was within the bag at the time of bag breakage. The specimen remained contained within the bag. The bag fragmented on the top of the bag each time the surgeon was pulling on. The fragments were in the [forceps - manufacturer name removed]. [Forceps - manufacturer name removed] was used to pull the bag. Patient status: patient is ok. Type of intervention: bag was removed with help from another device.